Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported during the procedure for pulse generator replacement for normal battery depletion that the lead had high thresholds. The lead was capped and surgically abandoned and another lead was implanted to replace it. No patient complications were reported as a result of this event.